Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on 2017-may-27 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that on (B)(6) 2017, the patient heard their pump critically alarming. The patient's ptm reportedly showed that a reset occurred, and displayed code 8474. It was noted that the patient was already scheduled for pump replacement next week and the pump was on the affected list for the battery field action. Event logs had not been read at the time of report, and troubleshooting was performed during the call. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017. It was reported that the pump was replaced as previously planned, and interrogation print-outs were to be sent back with the pump. The cause of the reported pump reset was not determined, and the situation was considered resolved. It was noted that the pump was on the list of affected pumps on recall.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated no rotor study was performed. It was noted a dye study was performed and gave normal results.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 01-jun-2017 from health care provider indicated the pump was alarming due to low battery reset occurring on (B)(6) 2017. The patient heard alarms and the logs were read on (B)(6) 2017 indicating a low battery reset occurred/pump was in safe state at 13:35. The pump was delivering dilaudid 8 mg/ml at 1.6509 mg/day. As intervention, the pump was explanted/replaced on (B)(6) 2017 and was returned. The outcome was indicated to be 'resolved without sequelae' as of 28-may-2017. The etiology was noted as related to the device or therapy and not related to the implant procedure. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the device found a reliability non-conformance of the pump battery with high resistance. Eval code-conclusion 11 no longer applies. Eval code result 3233 no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.